Event description:
During an in-clinic follow-up, noise that resulted in oversensing was detected on the right ventricular (rv) and right atrial (ra) lead. The cause of the event is due to insulation damage which was confirmed visually. The ra and rv leads were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of insulation damage and oversensing noise were confirmed. As received, a complete lead was returned in two pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can located proximal to the suture tie impressions. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported events was isolated to the abraded outer insulation and the exposure of the outer coil in the abrasion zone due to friction to the device can.